Event description:
It was reported that the rigid video laparoscope had a communication error during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected field: h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube was dent; insertion pipe was deformed; damage on the charge coupled device (ccd) unit; noise image occurred; component failure of the ccd unit; component failure of the electronical component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dent on the out tube; damage ccd and component failure of the electrical component. The most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.